Manufacturer narrative:
Literature citation: tadaaki niiro, hiroyasu ohara, hidenori matsuoka, sadayuki tomita, nahoko kikuchi, jyunichi mizuno, kazunori arita "usefulness of balloon kyphoplasty on osteoporotic vertebral fracture" average age: (B)(6) years (B)(4). (Recompression of vertebra). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that 36 patients underwent balloon kyphoplasty and other 81 patients were treated by conservative treatment in this hospital from (B)(6) 2012 to (B)(6) 2015. In conservative group, progress of recompression of vertebra were observed more compared with bkp group.